Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it was unable to get receiver to communicate with the global communication tool. The complaint of 050 initializing screen without manual restart customer complaint could not be confirmed because of the occurrence of the call tech support error err69. The root cause could not be determined post investigation. Data investigation could not confirm initializing screen without manual restart on (B)(6) 2016 due to reported defect not found.